Event description:
Front panel is not functioning.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction of the front panel the replacement for which was ordered, and the device will be returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the front panel. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered the front panel to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.